Event description:
It was reported that during routine exchange of the cardiac resynchronization therapy defibrillator (crt-d) the shock impedance in the triad configuration was normal; however, single programming vectors involving the proximal coil on the defibrillation lead were greater than 200 ohms. The system was programmed distal coil to can (57 ohms) and the crt-d exchange procedure was completed. The right ventricular lead remains in service and no adverse patient effects were reported.